Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent line of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed no anomaly. An air leak test was performed and no leak was observed. The set was loaded and primed on a prismaflex control unit, and a leak was detected at the level of the discharger ring. This component is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the part defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.